Manufacturer narrative:
(B)(4). Results of investigation: factory service received the suspect sipap device and evaluated the unit. An evaluation of the device did not duplicate the reported issue. The valve/sensor printed circuit board assembly (pcba) was replaced as a precautionary measure and the unit was returned to the customer. In the event that additional information is received, a follow up report will be submitted.

Event description:
The customer reported that error code e33 occurred when the device had just been placed on a patient. There was no patient compromise associated with the reported issue. The patient was switched to another sipap unit. The customer put the device into diagnostic mode and saw the e33 code and cleared it. The customer performed the pressure calibration and the zero passed. When the customer set the pressure to 10 and hit the pressure key, initially the unit showed a "green check mark" as if it had passed, but then quickly changed to a "red x" and the e33 error code occurred.